Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleged the implanted asr hip failed. Specific details regarding the alleged failure were not provided.

Manufacturer narrative:
(B)(4) - ppd received. Part/lot and doi information have been updated. There is no new information that would change the outcome of the investigation.depuy considers this complaint closed at this time.